Event description:
The patient's generator firmware was updated successfully on (B)(6) 2020 to prevent similar resets as previously reported for this generator. No further relevant information has been received to date.

Event description:
It was reported that during a dosing appointment, the patient's generator was found to be disabled due to error code 6. The patient's generator was re-enabled. The patient's family also mentioned that patient has experienced seven seizures over the past month. Data review determined that the generator had reset on (B)(6) 2019 and was re-enabled at the patient's next appointment on (B)(6) 2019. Then the generator then reset again on (B)(6) 2019, where it was not detected until the patient's next appointment on (B)(6) 2020. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality tests prior to review. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date.